Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jul-2019 with the following findings: during investigation, according to the total daily dose history the pump was delivering the programmed basal rate . According to the pump history the pump was in use for deliveries until (B)(6)2017 . Last delivery was recorded at 14:54 . The complaint states power issue began on (B)(6)2017. The pump was returned with a cracked battery compartment above grip pad , battery cap is able to fully secure with no power loss duplicated or confirmed in the black box download . The back box shows no evidence of power loss or rebooting prior to end of use. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 380 mg/dl and associated symptoms of headache, nausea and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a power, no power issue with the pump. No further information was provided. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a power issue.